Event description:
During a colon procedure the jaw of the device would not open. The device cut without stapling, and the staples did not form properly. The case was completed with a similar device with no pt consequence.